Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported while pulling on the sutures of the anchor, the surgeon pulled out the healicoil from the bone. It was completely damaged when it came out. Surgical technique was used correctly. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.